Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient contacted the clinic after hearing tones. A review of the remote home monitoring system revealed that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. There was also oversensing of noise leading to greater than 75 thousand inappropriate atrial tachy response (atr) events. A lead fracture was suspected, but not able to be confirmed. A revision procedure was performed where the other manufacturer's ra lead was surgically abandoned and this crt-d was explanted and replaced. No additional adverse patient effects were reported.